Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the segment broken, the light guide cable buckled, the mecha base plate corroded, the ccd driver pcb corroded, the lg cable connector corroded, the bending rubber leak, the bending rubber cut, the remote control button(1) cut, the remote control button(2) cut, the distal body worn out, the ccd module distorted image, the r/l knob white marking faded/missing, the remote control button(3) transformer breakdown, the operation channel faulty connection, the bending rubber faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide fiber bundle (lcb) faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.